Event description:
It was reported that the customer received a button error alarm. Customer reported that the insulin pump was submerged in water for 5 minutes. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms were noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at display window corners and a cracked reservoir tube lip. Moisture damage was found on electronic and motor assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.